Event description:
Boston scientific received information that this product was involved in an erosion and infection. A revision procedure has been planned. This system remains in service at this time.

Manufacturer narrative:
(B)(4). No further information is available at this time. This report will be updated as new information becomes available.